Manufacturer narrative:
Additional information added to b5 and h6 based on evaluation of the device.

Event description:
Per pre-decontamination findings, the distal tip of the esheath+ was split.

Event description:
As reported by the clinical implant specialist, during a procedure the valve was successfully implanted. However, upon removal of the commander delivery system, the delivery system was getting stuck inside the esheath. Possibly the radiopaque marker on the tip of the sheath appeared to have come apart on the sheath. The devices were removed as one unit without any vascular complications.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual inspection of the returned device showed the esheath+ shaft had curvature, which was likely due to packaging. The liner was fully expanded and twisted. The distal tip opened as designed. There was full circumferential liner delamination and bunching approximately 1 inch from the distal tip. The axial distal tip was split with stretching of the blue material. The c-marker is present, and there is no liner tears. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided and the following was noted: patient's access vessels showed the presence of tortuosity and calcification. The reported event for distal tip split was confirmed through evaluation of the returned device/device imagery. There was no manufacturing non-conformances that were identified during evaluation of the complaint device. A review of the device history record and lot history did not provide any indication that manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The presence of patient factors (calcification, tortuosity) near the distal tip can lead to non-coaxial alignment between devices. Non-coaxial alignment between the devices can lead to the delivery system catching onto the sheath distal tip and splitting it when combined with the force required to withdraw the system. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (delivery system caught on sheath distal tip) may have contributed to the complaint event. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The reported event for liner delamination was confirmed through evaluation of the returned device/device imagery. Available information suggests that procedural factors (non-coaxial alignment from patient factors) may have contributed to the complaint event as 3mensio imagery confirmed the presence of tortuosity and calcification. Non-coaxial alignment between the devices can lead to delivery system to catch onto the sheath liner, especially if patient factors (such as tortuosity, calcification) are present near the sheath distal tip. The operator may apply device manipulation to overcome any difficulty, especially if the distal tip is split, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.